Event description:
Physician completed ablation. A minute afterward, the pt started to seize. Pt's pressure started to drop. Pt went asystole. Dr started CPR. Pt subsequently died. Because the procedure was completed the product had already been destroyed.